Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542264m number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced ventricular tachycardia (vt) storm. The procedure was interrupted because the patient developed vt storm during the course of the case (blood test showed hypokalemia, but causality was unknown). Vt storm occurred after pulmonary vein isolation (pvi) was conducted and before superior vena cava isolation (svci). The procedure was interrupted. The patient was then transferred to the intensive care unit (ICU). The patient's life support is currently uneventful. The physician commented that ablation seems to have no effect, but it is unknown if it was completely affected. This adverse event was discovered during use of biosense webster products. The physician indicated, provided an opinion indicating it was unknown what the cause of this adverse event was. Medication was given and the patient¿s outcome from the adverse event was reported as improved.